Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the implantable cardioverter-defibrillator was found in backup vvi mode. The physician noted that prior to this clinical visit, he programmed all of the device's tachy therapies permanently off and was waiting for the battery to deplete because ¿the patient's heart conditioned had improved, and he no longer needed the device.¿ it was unconfirmed whether the device's battery was at end-of-life (eol) when the backup vvi mode was triggered. The patient had no adverse effects from this, and both the patient and doctor chose to leave the device therapy off and leaving the device in backup vvi mode.